Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced receiving an early sensor expiration notice. No additional event or patient information is available. Data was received for evaluation, data review could not confirm the early sensor expiration notice. A probable cause could not be determined.

Manufacturer narrative:
(B)(4). Patient weight- additional.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced receiving an early sensor expiration notice. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. The device was paired with a (B)(4) device and passed. Transmitter functional tester: passed all relevant testing. The share tool was reviewed and was able to confirm the early sensor expiration. The probable cause could not be determined. No additional event or patient information is available.